Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous lesion in the femoral artery which presented with excessive thrombi. The armada 35 balloon was noted to be leaking during inflation. The device was replaced with a new catheter to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Abbott vascular (av) reviewed the lot history record and there was one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed medwatch, the following additional information was received: the armada 35 balloon was pressurized three times to nominal; however, a loss of pressure was noted each time and an external drip was noted. No additional information was provided.